Event description:
It was reported that after implant, loss of capture was noted on the patient's right ventricular (rv) lead, and the patient experienced syncope. Diagnostic imaging confirmed dislodgement of the rv lead. During revision, the rv lead suture sleeve was found to be loose. The physician elected to explant and replace the rv lead. After multiple times of dislodgement of the replacement rv lead during the procedure, it was successfully implanted. The patient's condition remained stable.

Manufacturer narrative:
Please retract 2017865-2026-03392, upon review of new information the lead should not have been submitted as a medical device report (MDR) as the lead was the replacement lead and there were no malfunctions with the lead.